Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. Model #: sc-4318, lot #: 20600733, description: clik x anchor.

Event description:
A report was received that the patient was experiencing intense pain. It was also noted that the device was coming out of the patients back. The patient was prescribed with norco. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure per physicians preference. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing intense pain. It was also noted that the device was coming out of the patients back. The patient was prescribed with norco. The patient will undergo an explant procedure.